Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: part returned. E1: reporters state: (B)(6). H3, h4, h6: a review of the device history record. Device history lot: a review of the receiving inspection (ri) for sagittal in-situ bender, left was conducted identifying that lot number gb73318 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 15 apr 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: investigation summary background: it was reported that during spinal fusion procedure on (B)(6) 2019, the tip of the sagittal in-situ bender broke during bending process. Fragments were generated and were removed easily without additional intervention. There was no surgical delay reported. Another instrument was used to complete the procedure. Procedure was successfully completed. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the sagittal in-situ bender, left (part # 299704195 / lot # gb73318) was received at us cq. The angled head of the device was broken. No fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection: dimensional inspection could not be performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received sagittal in-situ bender, left as the angled head was broken. Although no definitive root-cause can be determined its possible the device encountered unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is company sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during spinal fusion procedure on (B)(6) 2019, the tip of the sagittal in-situ bender broke during bending process. Fragments were generated and were removed easily without additional intervention. There was no surgical delay reported. Another instrument was used to complete the procedure. Procedure was successfully completed. This is report 1 of 1 for (B)(4).